Event description:
Information received from the field notes that the patient was on a telemetry ward post angioplasty. Overnight telemetry strips showed intermittent loss of ventricular capture that was not followed by autocapture back-up pulses. The thresholds were between 1.25v and 1.5v and the evoked response sensitivity was set to 4.7mv. The autocapture was turned off and a software upgrade will be performed at the patient's next office visit.